Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found leakage at the connector.

Manufacturer narrative:
Only the four-way stopcock was returned. The stopcock passed leak test. Therefore, the conditions of the complaint could not be duplicated by lab personnel. The instructions for use that accompany the product caution that all connections should be tight and leak-free prior to use. A review of the mfg records showed no anomalies. No impact to the pt was reported.